Manufacturer narrative:
Device analysis: visual examination of the returned device found stent damage. Some of the struts were bulging outwardly. The damage was measured at approximately 5mm and 10mm in length proximal from the distal end of the stent. The device was returned without the product mandrel and balloon / stent protector removed, indicating the device had been prepped for use. Visual and microscopic examination of the hypotube revealed no kinks or damage. The balloon and tip sections of the device were visually and microscopically examined, and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A recommended sized guide wire was inserted through the lumen with no restrictions. No additional product analysis or external evaluations were performed. A review of the device history record for this batch found that the device met its material, assembly, and product specifications at the time of release to distribution. The most probable root cause of the reported complaint is determined to be related to handling of the device without patient contact during the unpacking / preparation.

Event description:
This complaint is now reportable based on the investigation completed 03/18/2008. It was reported that while preparing for a coronary artery drug-eluting stenting treatment procedure, a shaft kink was noticed. A 3.0x24mm taxus liberte drug-eluting stent (des) had been selected to treat an unspecified target lesion. While preparing the device, it was noticed that the shaft appeared kinked. The device was not used in the procedure and did not contact the patient. The procedure was completed with an unknown sized taxus liberte des. There were no patient complications reported. However, returned product analysis revealed stent damage.